Manufacturer narrative:
Device had a cracked case battery tube side, missing keypad overlay, cracked battery tube threads, scratched case and a cracked retainer. Device alarmed pump error 63 during self test and pump trace download confirmed pump error 63 due to corroded ambient light sensor on keypad assembly. Device also had corroded keypad traces. The electronic assembly and motor had moisture damage. Device passed sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. Customer's blood glucose level was unknown at the time of the incident. It was also stated that the battery compartment of the insulin pump had a crack and the keypad was coming loose. The insulin pump will be returned to the analysis.